Event description:
Foley catheter placed in bladder. Nurse inflated balloon with 5c normal saline. Pop was heard with bright red blood return. Attempted to withdraw normal saline from balloon and return was blood tinged. Catheter removed; balloon had popped. There should have been only 1.5ml instilled. On label the period looked like a comma so the individual took it to be 1,5ml rather than 1.5ml. Product and the package labeled in the same manner. Pt had hematuria for 24 hrs, then clear urine.